Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 5 years) causing deterioration over time and failure of the converter.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during routine maintenance of the subject device, the examination lamp did not work and the emergency lamp lit up. There was no report of patient injury associated with this event.